Event description:
Customer reported that the touchscreen was intermittently unresponsive and required multiple presses. There was no reported impact to the customer¿s blood glucose level. Customer opted out of troubleshooting, and no further actions were taken by technical support.